Event description:
This report is based on information provided by a third-party service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnometer was not completing the warmup process, device was unable to be calibrated during preventive maintenance. There was no reported patient involvement, therefore no health consequences or impact.